Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove (guide wire). Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent delivery system will not be returned as it was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The whisper guide wire referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a lesion with no calcification in an acute angle of the obtuse marginal and circumflex coronary artery. The whisper guide wire was advanced with no resistance noted. A trek balloon catheter was advanced and performed pre-dilatation successfully. The trek balloon catheter was withdrawn with no issues. A xience sierra stent delivery system (sds) was advanced with no resistance to the target lesion and the stent was deployed. During removal of the sds, there was moderate resistance noted with the whisper guide wire and the guide wire started to retrieve back into the sds and it felt like it got hung up a little with the vessel. However, the sds was able to be removed independently from the patient anatomy. It was then noted under fluoroscopy that the guide wire tip had separated between the left main and circumflex artery. The proximal end of the guide wire was completely withdrawn. A snare device was advanced to retrieve the guide wire tip, but it was unsuccessful. A new guide wire was advanced, and a second xience sierra stent was used to pin the separated guide wire tip to the vessel wall (healthy tissue). The patient remained stable. No additional information was provided.